Event description:
On (B)(6) 2013, a clinical manager contacted animas on behalf of the patient reporting that the patient was in the hospital for diabetic ketoacidosis (dka). There was no further information provided at that time. Customer technical support (cst) attempted to contact the patient for additional information, without success. Cts followed up with the reporter on (B)(6) 2013 and the reporter confirmed that the patient was admitted for dka. The reporter stated the pump was reviewed and a low battery alarm was noted. The reporter also stated that the patient was not bolusing per pump recommendations. The reporter stated that the pump is in the possession of the patient's healthcare provider, and that the patient is not going to resume insulin pump therapy as the patient has psychological issues. The reporter could not provide any further information. This complaint is being reported because the patient allegedly experienced dka requiring medical intervention while on insulin pump therapy, and the cause of the dka was not clear.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6) clinical manager us diabetes care address and phone number not currently available.